Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The indeflator and trek catheter used during the procedure were not returned for analysis, which may have aided in the investigation and determination of cause for the reported difficulties. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated, thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. In this case, the patient anatomical conditions were not reported; however, it is possible that the anatomy narrowed the inflation lumen contributing to the reported difficulty to deflate the balloon. Perhaps due to the slow deflation, the balloon was not fully deflated, and possibly did not properly deflate into the balloon trifold and interacted with the anatomy during attempts to remove. Without the device to examine, a conclusive cause could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported.

Event description:
It was reported that during an unspecified procedure, the trek balloon was difficult to deflate, and appeared to refold poorly. Additionally, difficulty was experienced during removal. There were no adverse patient effects reported. No additional information was provided.